Event description:
It was reported that the zimmer electric dermatome did not have enough power. Additional clinical follow up with the customer indicated that the reported issue occurred during testing of the device and there was no patient involvement or injury and no delay or extension in surgical time. The procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 10/22/2010 and was last repaired on (B)(6) 2013 for a non-related issue. Evaluation of the device observed that the width plate tightening screws were missing from the head of the device and the motor initially ran slow. After a power cycle, the motor no longer operated. The device was plugged into the customer's power supply and did not operate. Prior to repair, the motor displayed corrosion on the outside and the device was outside of calibration specification at the zero thickness setting on the right side and the side to side. Improper handling by the user most likely caused the damage to the device, missing components and lack of calibration; therefore, most likely causing the event experienced by the customer as a result. No information was obtained regarding customer's sterilization practices; however, improper sterilization could have caused the corrosion on the motor. The device was serviced and returned to the customer.